Event description:
It was reported that during an unknown procedure the doctor used the product to cut the patient's body tissue. After the anastomosis, there was still oozing after routine pressing. There was no gasket between the nails. The pressing time was long, and the patient felt obvious tingling. Continue to press and press and bandage .

Manufacturer narrative:
(B)(6). Batch #: unknown. Additional information was requested and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? How was the bleeding controlled? Was there any other action taken for the procedure? Did the procedure have to be converted to open? Did the patient need to have a blood transfusion? Did the patient need any different type of post op care due to the bleeding/oozing? Please confirm product code or provide lot/batch number updated from sales rep on (B)(6) 2022 via phone that this case is not related to our product. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/20/2022. Additional information was obtained: this case is not related to our product. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.